Event description:
It was reported that the insulin pump alarmed motor error during the fill tubing procedure, as well as another error alarm. The customer did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, and prime tests. However, the insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No error alarm was confirmed due to erased history file. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and a broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.